Manufacturer narrative:
The failure investigation has been completed and the alleged alarms were verified; however, the insulin gauge issue could not be confirmed.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 29 and alarm 30) occurred during the load process. Additionally, it was reported that the pump fill estimate was inaccurate. Customer's blood glucose ranged from 110-121 mg/dl. Reportedly, customer reverted to manual injections available as alternate insulin therapy.